Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket erosion. The device had begun to erode but had not broken through the skin. The physician repositioned the device and used a cangaroo pouch to help prevent infection. There were no additional adverse patient effects reported. This lv lead remains in service.